Event description:
Date of event unk. The user reported a leakage of soluvit nutrition from the smartsite positive bolus valve. From the reported information, there are no indications of serious injury to the patent or user as a result of this incident.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer.